Manufacturer narrative:
Additional information: d4, h11 device evaluation medtronic led an evaluation of the reported arm cart assembly from provided images and video as well as in the field and the associated device data logs. Evaluation of the provided images indicate an image of the operating room team interface (orti) with an error stating: "arm 3: insertion disabled. In case of docking, secure the supported instruments. In case of undocked/non-docking, open the trocar latch and move the motor unit for the instrument.¿, an image of the orti showing 2 errors of calibration stating: "arm 3: arm calibration error. Ensure that no trocar is docked and that no button is pressed. Retry, reconnect, or reposition the arm.", an image of the orti showing two of the same error message and one different one: " arm 3: arm calibration error. Ensure that no trocar is docked and that no button is pressed. Retry, reconnect, or reposition the arm." And "arm 3: warning: communication error with the arm. Use surgeon control. If the error recurs, stop using the arm and contact medtronic support.¿ evaluation of the provided videos show an arm cart assembly (aca) flashing blue light on the instrument drive unit (idu) and on the bottom of the aca. Additionally, a video attached shows when the operator presses the "dismiss" in the start up screen on the orti, it automatically showed a couple of errors which are hard to visualize in video. These errors did not disappear after pressing dismiss. Also there was a video showing that the idu button on the sides are stuck when the operator presses on it. Review of the field service notes do not indicate enough information regarding the reported event. Evaluation of the device logs indicate that the right idu button was pressed during calibration on arm (B)(6) shown by the error code for a 'subsystem robotic arm (sra) initialization premature setup error.' Evaluation of the arm cart assembly confirmed the reported condition. The most likely root cause was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. The instructions for use (IFU) warns users to "always check to make sure the arm has enough room to calibrate, to avoid collisions with staff or other equipment. The instrument drive unit will move halfway down the instrument track, and the instrument track will move 1 - 2 inches in multiple directions during calibration". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic paraesophageal hernia, the arms were all docked to the patient and instruments in serted. When the endoscope was inserted, the name on the screen remained grey (did not change to dark blue) and control through teleop was not possible. The lights on the arm cart assembly (aca) sn: (B)(6) continued flashing blue as if in motion, despite no one touching the arm. An error message said to check docking, push buttons, check sterile interface module (sim), which was done but the issue was not solved. Additional troubleshooting steps were performed like removing and re-inserting the endoscope multiple times, undocking and redocking, unbraking, checking port latch and checking the drape. No troubleshooting solved the problem. I suggested changing the sim or restarting the arm. As substantial time had already passed, the surgeon opted to restart the arm. The arm was unplugged and restarted. It powered on normally. When clicking calibrate on the operating room team interface (orti) but it automatically failed calibration with a yellow alarm. There was no option to try to recalibrate. The port latch was opened and closed, removed the sim, but nothing changed. It was suggested to swap to the fifth arm. Ultimately, it was discovered that the instrument drive unit (idu) button was stuck which caused the issues. The new aca sn: (B)(6) was connected and the same failed calibration yellow alarm occurred with no option to recalibrate. A three arm procedure was suggested but since it had been over 30 minutes and it was the surgeons second robotic procedure so it the procedure was converted to laparoscopic. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic parsesophageal hernia, the arms were all docked to the patient and instruments in serted. When the endoscope was inserted, the name on the screen remained grey (did not change to dark blue) and control through teleop was not possible. The lights on the arm cart assembly (aca) sn: (B)(6) continued flashing blue as if in motion, despite no one touching the arm. An error message said to check docking, push buttons, check sterile interface module (sim), which was done but the issue was not solved. Additional troubleshooting steps were performed like removing and re-inserting the endoscope multiple times, undocking and redocking, unbraking, checking port latch and checking the drape. No troubleshooting solved the problem. I suggested changing the sim or restarting the arm. As substantial time had already passed, the surgeon opted to restart the arm. The arm was unplugged and restarted. It powered on normally. When clicking calibrate on the operating room team interface (orti) but it automatically failed calibration with a yellow alarm. There was no option to try to recalibrate. The port latch was opened and closed, removed the sim, but nothing changed. It was suggested to swap to the fifth arm. The new aca sn: (B)(6) was connected and the same failed calibration yellow alarm occurred with no option to recalibrate. A three arm procedure was suggested but since it had been over 30 minutes and it was the surgeons second robotic procedure so it the procedure was converted to laparoscopic. There was no patient injury.